Manufacturer narrative:
The generator was evaluated and repaired by the service center. The reported issue was confirmed that the generator had a rusty socket assembly and this part was replaced. It passed all the electrical and functional tests and no other issues were noted. It was reported that possibility of liquid soak into the connecting part. This complaint can be attributed to use error in not following appropriate maintenance. No further actions are warranted at this time. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Device not returned.

Event description:
It was reported that during meniscectomy the device stopped working and substances like rust came out of the socket of the hand piece connection. When the nurses removed the substances with cotton swabs, the function of the device improved. They suspected the connecting part of the device had been wet by saline solution. Due to the incident, the procedure was extended for 60 minutes. The device will be repaired at the local service center. The backup device was used to complete the case.